Event description:
It was reported that the patient infusion set patch did not stick upon insertion on (B)(6) 2026.

Manufacturer narrative:
MDR / initial 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.